Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative tested the device extensively. The cardiosave passed all tests including battery run-time tests. First battery was tested under max load conditions (compressor running at full speed the entire time) and lasted 1 hour, 26 minutes. Second battery was tested under "normal" conditions and lasted 2 hours, 16 minutes. It was noted that the power brick which was used for this transport in the medflight accessory bag, and when pump was plugged it in "as is" and there was no green power light indicating the power supply was active. Also it was noticed that the power cord seemed to be slightly dislodged due to a missing retainer clip. This is an indication that the power cord may have gotten loose in flight or may have been dislodged the whole time, thus causing the cardiosave pump to run on battery throughout the entire transport process. As a precaution, the helium fill assembly, high-pressure regulator and tubing assembly, the 300psi check valve and helium fill manifold assembly were replaced. The helium pressure was at 215 psi which is according to manufacturer specifications (from 190 to 250 psi). The pump is being returned to factory and the company will be replacing it although the pump is functional. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported the following, "patient was transported from (B)(6) to (B)(6) university on cardiosave iabp. Medflight team ((B)(6)) verified that the helium reservoir was filled on the iabp and the battery was fully charged. An additional battery was taken as back up. During transport in and out of the rig/helicopter, they did not disconnect the patient from the iabp, and they used ac power during transport in the rig/helicopter. When they arrived at (B)(6), again, no disconnection from the iabp occurred. When they got into the elevator at (B)(6), justin checked and there was less than 25 minutes on the battery remaining. As they went down the elevator, the pump alarmed and stopped pumping autofill failure was noted and the battery had less than 20 minutes at this time. Justin changed out the battery, restarted the iabp and the pump started pumping again. At no time while in the elevator did they attempt to do a fill, since there were no alarms going off, until suddenly the autofill failure alarm came on and the pump stopped. No patient injury was reported."